Manufacturer narrative:
(B)(6). Eval found that the blade was broken at the joint. The damage was most likely a result of excessive force or pressure. It was also noted that the plastic skirt presented with numerous signs of impact. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference #: na. (B)(4).

Event description:
The device (cev605gt) was returned to mxi service and repair.